Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed that the tube is obstructed by a piece of plastic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an extra piece of tubing in the non-inflating end of the tube, which caused the trach to not function. It was stated that the extra piece was a sealed piece of tubing inside the connector mechanism. It was reported that the patient was in critical care during cardiac arrest when the issue was found. The customer indicated that they were able to use another trach tube for the patient which prevented the delay of patient care.